Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) was being explanted and this electrode was found to be stuck in the set screw. A couple of different wrenches were used without being able to release it. Technical services recommended some useful techniques to release the electrode, but this was not succeeded. However, further information was received indicating mineral oil was applied in the s-ICD and the header had to be broken with the help of a drill to remove this electrode. Subsequently, the s-ICD was successfully explanted and replaced, while this electrode remains in service as it was re-connected to the new implanted s-ICD. No additional adverse patient effects were reported.